Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 346 mg/dl. Reportedly, the cause of the elevated bg level was due to the adjustment of the customer's personal profile settings done by the health care provider. To address the impacted bg level, the customer delivered a correction bolus and confirmed exercise would be performed. The customer's bg level stabilized to 240 mg/dl at the time of the report and declined further assistance.